Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, when it was advancing the delivery system through the esheath, it was extremely difficult and required a lot of force. It seemed that the sheath was torn open and the sapien 3 ultra valve was pushed through the esheath distal tip and perforated part of the vessel. There was no lateral exit of the delivery system through the esheath. For commander delivery system with the crimped valve and esheath removal, it was needed to perform a surgical cutdown. Upon inspection of the retrieved devices, no damaged was found on the device. The patient was operated on no valve was implanted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-deco findings. Update h6 device codes. As per the pre-decontamination evaluation, the returned esheath was kinked in the strain relief next to the hub, had a liner tear from strain relief until 7cm from the tip with the valve protruding by the side and, the hdpe was damaged.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually inspected, and the following was observed: there was a shaft kink over the strain relief next to the hub. The sheath shaft was curved. The liner was torn from distal end of strain relief until 7cm from distal tip. The valve was exposed through the torn liner. The hdpe was damaged 14cm from distal tip likely from manipulation by the field during device removal. The distal tip was unopened but the sheath appears to have been fully expanded. Scratches on the hdpe near distal tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components/inability to advance through sheath, sheath kinked/bent, and liner punctured, were confirmed through evaluation of the returned device and procedural imagery. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary. A were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per visual inspection of the returned device, the sheath was curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up communication, ''normal to high'' presence of calcification was also reported. In addition, per visual inspection of the returned device, the shaft was scratched. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. The complaint of inability to remove sheath was confirmed through evaluation of the returned device and procedural imagery. No manufacturing non-conformances were identified on the returned sheath. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint event of inability to remove sheath, ''pushing the catheter through the esheath was extremely difficult and required a lot of force. It seems that the sheath was torn open. The valve was pushed through and then perforated part of the vessel.'' Per follow up communication, ''normal to high'' presence of calcification was also reported. Per visual inspection of the returned device, the sheath was curved, suggesting presence of vessel tortuosity. In addition, the hdpe was scratched, suggesting presence of calcification. Additionally, there was a kink on the proximal end of the strain relief, suggesting use of excessive manipulation. Lastly, the sheath liner was torn and the crimped valve was exposed through the torn liner. Hdpe damage was also observed, likely from manipulation by the field during device removal. Per the training manuals, ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system... Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace ... Do not over-manipulate the sheath at any time.'' Calcification can reduce the vessel diameter and create a constrained condition, leading to increased resistance during withdrawal. Tortuosity can create sub-optimal angles that can further contribute to withdrawal difficulty. As the sheath liner was torn with the valve punctured through and the sheath shaft was kinked, it is likely that these damages may have contributed to the reported withdrawal difficulty, especially if compounded with contact with vessel calcification and suboptimal angles from vessel tortuosity. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation, kinked sheath, punctured sheath liner) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09426 and 2015691-2022-10186.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually inspected, and the following was observed: there was a shaft kink over the strain relief next to the hub. The sheath shaft was curved. The liner was torn from distal end of strain relief until 7cm from distal tip. The valve was exposed through the torn liner. The hdpe was damaged 14cm from distal tip likely from manipulation by the field during device removal. The distal tip was unopened but the sheath appears to have been fully expanded. Scratches on the hdpe near distal tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of inability to advance through sheath and sheath kinked were confirmed through evaluation of the returned device and procedural imagery. No manufacturing non-conformances were identified on the returned sheath. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint event, ''pushing the catheter through the esheath was extremely difficult and required a lot of force. It seems that the sheath was torn open. The valve was pushed through and then perforated part of the vessel.'' Per follow up communication, ''normal to high'' presence of calcification was also reported. Per visual inspection of the returned device, the sheath is curved, suggesting vessel tortuosity. In addition, the hdpe is scratched, suggesting presence of calcification. Additionally, there was a kink on the proximal end of the strain relief. Per the training manuals, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system... Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace... Do not over-manipulate the sheath at any time.'' Calcification can reduce the vessel diameter and may increase restriction, increasing resistance. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system and can contribute to further resistance. It is likely that excessive manipulation was used to overcome the resistance that was experienced and contributed to the kink. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. The complaint of liner punctured was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. An existing edwards' technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As mentioned above, follow up communication reports that the patient had tortuosity and calcification present in the access vessel. Per visual inspection of the returned device, the sheath is curved, suggesting vessel tortuosity. In addition, the hdpe is scratched, suggesting presence of calcification. ''Normal to high'' presence of calcification was also reported. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09426 and 2015691-2022-10186.